Manufacturer narrative:
Follow-up #1 date of submission 01/26/2015-product analysis:the device was returned and evaluated by product analysis on 01/13/2014 with the following findings:review of the pump¿s black box revealed related alarms and evidence of shortened battery life. The pump successfully completed a prime sequence without issue or alarm. The pump¿s electric power draws were found to be out of specification. No moisture or damage was found to the pump¿s case or internal components. Electrical components were found to be defective causing high power draws and short battery life. Unrelated to the complaint, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.